Event description:
It was reported that the ventricular lead impedance was greater than 9999 ohms. The parameters on the lead were reprogrammed to avoid ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID kdr901 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).